Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 222 mg/dl. Although requested by tandem technical support, no additional information was provided.